Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of alarms on the system controller (serial number (B)(6)) was unable to be confirmed through this analysis. Review of the submitted log files found that the system appeared to be operating as intended at the set speed, and there were no notable alarms captured. It was noted that the available log files did not have data from the reported event date as new events/data collections overwrite previous events/data collections. Multiple attempts were made to obtain additional information regarding this event; however, no responses were received. The root cause of the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), and the actions to take if the issue does not resolve. The heartmate 3 IFU, (section 8, ¿equipment storage and care¿), provides instruction on how to properly care for the equipment, including the system controller. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient required a system controller exchange after falling on ice and red alarms going off on (B)(6) 2025. It was also noted that the "hub", likely the bend relief, at the pump end of the driveline had migrated toward the driveline exit site and was able to be worked back down in the clinic. Log files were submitted for review and captured routine events.